Event description:
Implant warranty & registration card received by manufacturer indicated that the patient vns therapy system was replaced due to "patient had fall and recent films showed stimulator electrode was fractured". Additional information was received from the patient's surgeon's office that the patient had a fractured lead. Cyberonics is pending receipt of the patient's explanted products for analysis.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.